Manufacturer narrative:
H3: product analysis of the device found that visually, there was no damage in the construction of the device that would have resulted in the reported event. Functionally, the inner assembly spun freely by hand with no binding. The bur fit securely into a handpiece and ran in forward mode at 30,000 rpm with no issues. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while setting up the shaver, play was immediately detected and it does not make any revolutions. No problem when setting up a new shaver and it works immediately. There was no patient involvement.